Manufacturer narrative:
Concomitant medical products: pm158036 jones lt trfng sz 26 h lot 417450. Cp462153 cus 9.5mm drl gd 1 lot 463760. Cp462154 cus 9.5mm drl gd inste lot 464350. Cp161940 ti lock-scr cancls 6.5 lot 388730. Cp161941 ti lock-scr cancls 6.5 lot 683480. Cp161942 ti lock-scr cancls 6.5 lot 725760. Cp161942 ti lock-scr cancls 6.5 lot 683500. Cp161943 ti lock-scr cancls 6.5 lot 683510. Cp161945 ti lock-scr cancls 6.5 lot 683530. Cp161947 ti lock-scr cancls 6.5 lot 756760. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address infection. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
(B)(4). Concomitant products: cp161940, ti lock-scr cancls 6.5x15mm, unknown. Cp161941, ti lock-scr cancls 6.5x20mm, unknown. Cp161942, ti lock-scr cancls 6.5x25mm, unknown. Pm158036, jones lt trfng sz 26 ha w post, unknown. Cp161944, ti lock-scr cancls 6.5x35mm, unknown. Cp161945, ti lock-scr cancls 6.5x40mm, unknown. Cp161947, ti lock-scr cancls 6.5x50mm, unknown. Unknown, unknown head, unknown. Unknown, unknown liner, unknown. Unknown, unknown stem, unknown. Report source, foreign ¿ events occurred in the (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10222, 0001825034 - 2017 - 10223, 0001825034 - 2017 - 10224, 0001825034 - 2017 - 10221, 0001825034 - 2017 - 10227, 0001825034 - 2017 - 10228, 0001825034 - 2017 - 10229, 0001825034 - 2017 - 10230, 0001825034 - 2017 - 10231, 0001825034 - 2017 - 10232.

Event description:
It was reported that a patient underwent an initial left hip procedure on an unknown date. Subsequently, the patient has been indicated for revision due to infection. All products need to be removed in order to retrieve the post from the triflange. Attempts have been made and additional information on the reported event is unavailable.